Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a competitor's device. Upon receipt, preliminary analysis indicates that this device has exhibited premature battery depletion. To date, there are no allegations from the field regarding the performance of this device. In addition, no symptoms associated with this clinical observation have been reported. Additional analysis is currently being conducted to determine root cause for the clinical observtion.